Event description:
Product analysis for the vns programming computer identified that a database was corrupt, but the root cause of the corruption cannot be identified based on the given information. No further anomalies were identified with the vns programming computer.

Event description:
It was reported that the vns programming computer had an issue of prompting an error message 'error executing sql statement' when interrogating. Different demonstrator vns generators were interrogated with the programming computer with the same result, but when different programming computers were used they were able to interrogate the generator successfully. The programming computer was returned to the manufacturer and is now in the process of product analysis.

Manufacturer narrative:
.